Event description:
The patient contacted animas on (B)(6) 2013 alleging that on (B)(6) 2013, she was observed at the hospital for blood glucose (bg) of 22 mmol/l with ketones. The patient reported that she was also (B)(6). The patient denied receiving any treatment for the elevated bg and was only monitored. The patient reported that while at the hospital, she noted there were air bubbles in the insulin cartridge. The patient reportedly changed out the components and her bg began to come down. The patient reportedly was released from hospital observation after 6 hours with a bg of 14.2 mmol/l with trace ketones and then resolved later to 6-7 mmol/l with no ketones. The patient denied damage or other issues with the cartridge and reported proper filling technique. This complaint is being reported because the patient reported air bubbles in the cartridge without a known cause, associated with elevated bg.

Manufacturer narrative:
(B)(6). Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The subject cartridge has been disposed of by the patient and is not available to returne to anamas for analysis.